Event description:
The customer reported that during a six months correlation between gel and tube method, two antibodies were missed in tube technique that were picked up in gel method. In spite of repeated inquiries to the customer site we did not receive any information on the affected products and lots that were used nor did we receive any information on the date of event. The customer did not provide any information except that two antibodies were missed. The customer did also not return the supposedly defective product nor the two patient samples that had caused false negatives. Because of this lack of any information, a testing of the retained samples was not possible.

Manufacturer narrative:
This is our combined initial and final report on this incident.